Manufacturer narrative:
D4: device information was requested but not provided. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. The provided information indicated that the backup battery alarms were re-occurring and the system controller was exchanged. There were no pictures or additional documents provided. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event. However, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. The device history records could not be reviewed due to the serial number of the controller being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the system controller was exchanged due to re-occurring backup battery fault alarms.